Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, ¿postoperative bone fracture and pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2014-06781 / 06782 and 08657 / 08659).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2004. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2011 due to patient allegations of pain, loss of range of motion and elevated metal ion levels. The modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed patient is bilateral and underwent right total hip revision on december (B)(6) 2003 where biomet components were implanted. No revision of the biomet components in the right hip has been reported. Additional information received in patient medical records revealed the (B)(6) 2011 left hip revision was due to a loose acetabular shell. The patient¿s operative report noted a pseudotumor and that patient had a history of dislocations. Additional information received in patient medical records revealed a second left hip revision on (B)(6) 2012 due to a loose acetabular shell. The patient¿s operative report noted clear straw-colored fluid, the loose acetabular shell, and fibrinous membrane. Additional information received in patient medical records revealed a third left hip revision, stage 1, on (B)(6) 2013 due to infection. The patient¿s operative report noted placement of antibiotic spacer, purulent fluid, and a loose acetabular shell with no bony ingrowth. Further information received in patient medical records revealed a fourth left hip revision, stage 2, on (B)(6) 2013 and noted removal of antibiotic spacer, clear straw-colored fluid, and placement of competitive components.